Event description:
Customer reported top filter opened between bag and buretrol that could cause infection. There was no pt harm or medical intervention reported. Although requested, no add'l event or pt info provided by the user.

Manufacturer narrative:
(B)(4). The customer's report of the check valve being open (leaking) was confirmed. Visual inspection of the returned set noted a hole puncture in the vent filter located on the cylinder top. The vent filter's cap was inspected and no flash or sharpness anywhere on the component which could have caused the puncture hole was noted. No issues were noted with any of the set's check valves. There were no other issues noted with the set. Functional testing was performed and leaking was noted from the check valve above the cylinder. The root cause of the leak was identified as the weld integrity of the check valve being damaged. The cause of the weld defect was identified as a supplier process. The supplier further evaluated the sample and it was identified that the weld integrity of the check valve was damaged. Supplier actions to prevent reoccurrence have been updated and implemented.